Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic was found bend upon opening from package. Iol was not used. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 22 may 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was overriding a lens that was stuck in the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge was bent and bulging where the lens is stuck; no cartridge tip issues were observed. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues. Plunger rod advancement revealed no issues; the plunger rod was observed to be bent, and a portion of the plunger rod tip was broken off. The lens could not be removed from the cartridge for further evaluation. No further evaluation was performed. The complaint issue "haptic damage" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.